Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. At this time, no product has been received for evaluation, so the complaint could not be confirmed, and a definitive root cause could not be established. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
At the end of the infusion of the antibiotic, the professional went to the patient's bed to disconnect medication and perform other care. On reaching the patient, he noticed a rupture of the catheter, but a full dressing, without detachment and rupture in the proximal portion of the safety cannon.